Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction, and the device was not reported to be in patient use. During evaluation of the trilogy 100 ventilator, u.s.a - bt device at the manufacturer's service center, the device failed the lcd screen test. Troubleshooting was performed and the unit was placed on a run-in cart for additional testing. Although the initial failed test could not be confirmed, the lcd screen subsequently went blank while the device was on the run-in cart. Further evaluation determined that replacement of the system board would be required. The device was disqualified from recertification and will be scrapped. Additional evaluation identified missing rubber feet and physical damage to the device. Components requiring replacement included the top plate enclosure, rear enclosure and enclosure gasket, front enclosure, and recertification label.

Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.